Event description:
This companion 2 driver and companion hospital cart were not in use with a pt. The customer reported that companion 2 driver s/n (B)(4) (with companion hospital cart s/n (B)(4)) did not recognize wall power, and the driver's batteries ran down. The customer also reported that the driver exhibited external battery alarms and emergency battery alarms. This alleged failure mode poses a low risk to a pt because the issue was observed when the companion 2 driver and companion hospital cart were not in use by a pt. In addition, the companion 2 driver exhibited alarms, notifying the user that the external batteries and internal emergency battery were at a low charge. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.